Manufacturer narrative:
Follow-up #1: date of submission: 08/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: during investigation, the keypad was found to be intact and no damage was observed. The ok keypad button was intermittently responding. The up arrow, down arrow, and contrast buttons responded appropriately during testing. The keypad cover was removed to find contamination under all button contacts. The pump was opened and there was no evidence of moisture found inside the pump. Unrelated to the original complaint, investigation revealed a cracked battery compartment in two places.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.